Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the active electrode fell off. The surgeon could not find broken pieces from patient. The pieces were not in x rays photos and CT images. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The super multivac 50 icw, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2019275 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Clinical evaluation concluded that based on the limited information provided the root cause for the reported issue could not be determined. Although the cytotoxicity report all of the materials are bio-compatible, (pn 44981 rev. A) this is for short term use. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. It has not been communicated if a revision surgery will take place to correct the retained component. No further medical assessment can be rendered at this time. Visual inspection shows excessive erosion with contamination/discoloration which caused the screen to detach and scratch/scuff marks on the spacer and return electrode. There are no manufacturing abnormalities. The device produced plasma on the remaining electrode/screen. The suction line was tested and performed as intended. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: hitting the device tip against a hard surface such as an insertion cannula, using the device as a lever to enlarge surgical site, and mechanical displacement of tissue through applied force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Reportedly during the use of the super multivac 50icw the active electrode fell off and was retained in the patient. Per communication the retained fragment were not seen in any x-rays photos or CT images. A backup device was used to complete the procedure. No delay or patient injuries are being reported. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Conclusion: based on the limited information provided the root cause for the reported issue could not be determined. Although the cytotoxicity report all of the materials are bio-compatible, (pn 44981 rev. A) this is for short term use. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. It has not been communicated if a revision surgery will take place to correct the retained component. No further medical assessment can be rendered at this time. Approved by (B)(6), md (B)(6) 2020. Reportedly during the use of the super multivac 50icw the active electrode fell off and was retained in the patient. Per communication the retained fragment were not seen in any x-rays photos or CT images. A backup device was used to complete the procedure. No delay or patient injuries are being reported. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Conclusion: based on the limited information provided the root cause for the reported issue could not be determined. Although the cytotoxicity report all of the materials are bio-compatible, (pn 44981 rev. A) this is for short term use. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. It has not been communicated if a revision surgery will take place to correct the retained component. No further medical assessment can be rendered at this time. Approved by (B)(6), md (B)(6) 2020.